Manufacturer narrative:
(B)(4). Investigation results: an accutrac 200 laser fiber was returned in one piece with the tip detached. The fiber measured approximately 312.8 cm from the top of the connector to the tip. Exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fracture. The remainder of the tip was not returned. The pattern on the tip face was consistent with a tip detachment. Functional analysis revealed that when the fiber was connected to the lumenis laser console, the attach fiber message disappeared indicating that the fiber was recognized by the console. The aiming beam exiting the distal tip was bright, clear, and round. No abnormal sounds were observed during the time the device was connected to the console. Effective transmission was not measured due to the condition of the returned device. The condition of the returned device confirmed that the fiber tip detached, likely as a result of handling during setup of the device as it interacted with a scope, and the device had no influence on the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was opened for use in a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, an abnormal sound was noted coming from the laser fiber upon connecting to the laser unit. The procedure was not completed due to this event. There were no serious injury nor adverse patient effects reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.